Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which showed underfill and cap lip out. A total of 20 retained samples underwent functional tests, where they were draw-tested with deionized water. All of these tubes drew within specification. Additionally, 100 retained samples were visually inspected for cap lip out, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: draw volume and lipout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was a molding defect of the cap resulting in underfill of one (1) tube. No adverse impact was reported regarding the patient or user.